Event description:
It was reported that out of range high voltage lead impedance was noted on the lead via a merlin.net alert transmission. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.